Manufacturer narrative:
Di: (B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was presented with single vessel disease. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm in length, 3.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion and predilation was performed with a 2.5x15mm maverick balloon catheter, a 3.50x24mm promus element&#10256;lus stent was advanced to treat the lesion. The physician then encountered resistance during advancing but was able to implant the stent in the lesion. However, post stent deployment, a type b dissection was noted. The physician treated the dissection with placement of a 3.0x28mm promus element plus stent followed by post-dilation and the procedure was completed. No further patient complications were reported. The patient's status is stable and is responding well to medications (aspirin dual antiplatelet therapy(dapt) and statin).